Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device evaluation was completed for the reported event system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be a failed downstream sensor, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.